Manufacturer narrative:
Other, other text: a product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was received on 04-nov-2022 via email and attached to complaint object. (B5)

Event description:
Additional information was received on 04-nov-2022 via email and attached to complaint object: this issue was reported on 8-31-22. It is unknown if it was discovered during patient use.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found a cracked water tank cover on the sides, missing rubber feet, minor cracks on the enclosure, missing reflux plug, worn cord, and the serial number is taped on. Functional testing found leaking. The root cause of the reported issue was found to be customer damage. No action taken. Device has been deemed beyond economical repair due to the age and condition. Device will be scrapped. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was leaking from the tank. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.